Manufacturer narrative:
Analysis determined that they were unable to load scans in stealthviz after import to cranial first. There was an import failure on case part 251379. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used outside of a procedure. It was reported that user tried to load dti exams to planning station via cranial and it failed. User scanned from toshiba with a cd. Site also attempted to scan as enhanced. There was no patient present when this issue was observed.